Event description:
On two successive nights (B)(6) 2024, my inspire model: 3028 impulse generator painfully shocked me when turning on and placing the model: 2580 sleep remote to the implant site. I felt my hair stand on end. The shock forced my tongue out of my mouth, wrenched my neck and caused me to scream out in pain. I was and am terrified. I've learned that other models were recalled and mine is not on the list. It was implanted on (B)(6) 2024 with a sub model number: air378875c. I tried to contact one of my doctor's offices this morning ((B)(6) 2024) leaving an urgent message, but they were closed. I will try again first thing monday morning.